Event description:
The instrument was reported for unknown reason.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found that the attune femoral trail was broken in two pieces. Additionally, several nicks and marks were noted. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.